Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that she received a no delivery alarm on the insulin pump and that she woke up with high blood glucose. The blood glucose reading was 400 mg/dl. The customer treated with the insulin pump and declined to troubleshoot for high blood glucose. Through troubleshooting for the no delivery alarm, insulin did exit with a manual prime after disconnecting and reconnecting the reservoir and tubing and pushing manually. The insulin pump was not replaced or returned for analysis.